Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, the patient experienced discomfort from the brightness. The iol was exchanged in a secondary procedure. Clinical reason for explant is visual disturbance / photophobia (extreme). Additional information has been requested.